Event description:
This report summarizes 9 malfunctions. A review of the reported information indicated that model 9808560 powerport allegedly experienced fluid leak. This information was received from various sources. This malfunctions involved all 9 patients with no patient consequences. The patients ranged from 59-87 kgs and 67-72 years of age. Of the reported patients, 2 were male and 2 were female. The age, weight and gender of the remaining patients were not provided.

Manufacturer narrative:
H10: the lot number for 4 of the 9 malfunctions were provided and a lot history review will be performed. Six devices were returned for six malfunctions. Photos were provided for six malfunctions. An image for one malfunction was provided and the investigation for two malfunctions is still pending. One investigation confirmed for fluid leak, fracture, naturally worn, and deformation due to compressive stress. Fluid leak was identified for three malfunctions. The devices for two malfunctions has not be returned for evaluation, therefore, the investigation is inconclusive for fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. The devices were labeled for single use. H10: d4 (lot number - recx2274, unknown), g4, h6(device code: 1250-fluid leak, 1260-fracture, 2988-naturally worn, 2889-deformation due to compressive stress) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 9 malfunctions. A review of the reported information indicated that model 9808560 powerport allegedly experienced fluid leak. This information was received from various sources. This malfunctions involved all 9 patients with no patient consequences. The patients ranged from 59-87 kgs and 67-72 years of age. Of the reported patients, 2 were male and 2 were female. The age, weight and gender of the remaining patients were not provided.

Manufacturer narrative:
H10: the lot number for 4 of the 9 malfunctions were provided and a lot history review was performed. Six devices were returned for six malfunctions. Photos were provided for six malfunctions. An image for one malfunction was provided. Of the nine malfunctions, fluid leak, fracture, naturally worn, and deformation due to compressive stress was confirmed for 4 malfunctions. Fluid leak was confirmed for one malfunction. Fluid leak and fracture were confirmed for 1 malfunction. Fracture was confirmed for 1 malfunction; however no leak identified. The investigation is inconclusive for 2 malfunctions as the devices were not returned. The definitive root cause could not be determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 9 malfunctions. A review of the reported information indicated that model 9808560 powerport allegedly experienced fluid leak. This information was received from various sources. This malfunctions involved all 9 patients with no patient consequences. The patients ranged from 59-87 kgs and 67-72 years of age. Of the reported patients, 2 were male and 2 were female. The age, weight and gender of the remaining patients were not provided.